Event description:
It was reported that the thermal switch on the 7700 system would intermittently blink. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot-switch was found in the holder with the cord pushing the x-ray button during the service call. The system was found to be working as intended and put back into service.